Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/13/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one open box with eight unopened samples that pertain to the product code m8709. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02035 & 2210968-2023-02036.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned . Additional information provided: unknown how many used and unused sutures will be returned. Additional information has been requested and received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? None reported please confirm how many used and unused sutures will be returned: account said multiple, no exact number was given. Device return status. Please document the shipment tracking number: rep has not received a shipper kit. Another shipper kit has been requested. Note: events reported on: mw# 2210968-2023-02036. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown vascular procedure on (B)(6) 2023 and suture was used. The suture broke in use. Another like device was used to complete the procedure. No reported adverse consequence to patient. Additional information has been requested.